Event description:
It was reported that thrombus was identified within the stent and the patient experienced a stroke.An ENROUTE Transcarotid Stent was selected for use in a left sided Transcarotid Artery Revascularization (TCAR) procedure. Post TCAR procedure, the patient passed the neurological check and was taken to the Post-Anesthesia Care Unit (PACU). Approximately thirty minutes later, the patient was no longer moving right arm and leg. Imaging revealed no flow through the stent and thrombus in the stent. The patient was taken back to the operating room and shunt was placed.Additional information provided indicated that the patient symptoms did not resolve within two weeks post TCAR and the patient has since passed away.

Manufacturer narrative:
B2: Date of Death was not reported; however, it has been estimated to have occurred in (b)(6) 2026.

Event description:
IT WAS REPORTED THAT THROMBUS WAS IDENTIFIED WITHIN THE STENT AND THE PATIENT EXPERIENCED A STROKE. AN ENROUTE TRANSCAROTID STENT WAS SELECTED FOR USE IN A LEFT SIDED TRANSCAROTID ARTERY REVASCULARIZATION (TCAR) PROCEDURE. POST TCAR PROCEDURE, THE PATIENT PASSED THE NEUROLOGICAL CHECK AND WAS TAKEN TO THE POST-ANESTHESIA CARE UNIT (PACU). APPROXIMATELY THIRTY MINUTES LATER, THE PATIENT WAS NO LONGER MOVING RIGHT ARM AND LEG. IMAGING REVEALED NO FLOW THROUGH THE STENT AND THROMBUS IN THE STENT. THE PATIENT WAS TAKEN BACK TO THE OPERATING ROOM AND SHUNT WAS PLACED. THE PATIENT WOKE UP IN THE OPERATING ROOM AND WAS STILL UNABLE TO MOVE THEIR RIGHT ARM OR LEG. FURTHER UPDATES TO THE PATIENT STATUS WERE NOT PROVIDED TO BOSTON SCIENTIFIC.